Event description:
Information received by medtronic indicated that the there was water on the screen of the insulin pump and fluid under the liquid crystal display. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w version: unknown, retainer ring = black, on (B)(6) 2021 customer alleged pump has cosmetic damage(crack on pump) and that pump was exposed to moisture (lcd screen) after falling in the pool. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, and cracked case on the battery tube side. Pump received with a constant blank flashing white light display and constantly beeping after battery installation. Unable to perform the self test and displacement test due to a constant blank flashing white light on the display. In summary, customer allegation for cosmetic damage(crack on pump) was confirmed during visual inspection where cracked case, cracked case near the corner of belt clip rails, and cracked case on the battery tube side was noted. In addition, customer allegation where pump was exposed to moisture(lcd screen) was confirmed during testing where pump received with a constant blank flashing white light display and constantly beeping due to moisture damage on pcb 1. After swapping pcb 1 with a test board, unit powered up properly.